Event description:
It was reported that patient experienced discomfort at the ipg site. It was noted that patient has a small body frame. Patient did not report any falls, accidents, weight fluctuations, or trauma. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was revised and repositioned to sit underneath scarring. Effective therapy was restored, and issue was resolved.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.